Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 09-mar-2021. The most recent information was received on 17-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('my belly would swell as if I were seven months pregnant, I found out that products with nickel caused the swelling') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced ovarian cyst ("ovarian cysts of 56 mm and 26 mm"), adnexa uteri pain ("pain around the ovaries"), abdominal pain upper ("pain at the upper left area, pain when walking") and polyp ("gynecological service say I'm fine, that it's just polyps"). On an unknown date, the patient experienced allergy to metals ("products with nickel") and lactose intolerance ("lactose intolerance"), 2 months after insertion of essure. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), syncope ("I would collapse"), somnolence ("fall asleep while sitting") and dyspepsia ("digestive discomfort"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal distension, lactose intolerance, dyspepsia, adnexa uteri pain, abdominal pain upper and polyp had not resolved and the allergy to metals, syncope, somnolence and ovarian cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adnexa uteri pain, allergy to metals, dyspepsia, lactose intolerance, ovarian cyst, polyp, somnolence and syncope with essure. The reporter considered abdominal distension to be related to essure. The reporter commented: report of (B)(6) 2020 to aemps: everything started two months after having the essure inserted. It started with digestive discomfort, her belly would swell as if she was seven months pregnant, she would collapse, fall asleep while sitting; she was diagnosed with lactose intolerance. Years later it was found that it was essure because she found out that products with nickel caused the swelling, so she was put on the waiting list to remove the essure and they extracted it on (B)(6) 2020. Since then she was on sick leave because she has pain around the ovaries and the upper left area. She underwent a computed tomography scan and it showed cysts of 56 mm and 26 mm and she doens´t know if they are still there; according to the gynecology service, it's just polyps, but she was still swollen the whole day, even if she changes her diet, and has pain when walking, she cannot do daily activities like this, not even go shopping and so, after eight months, she continues wearing pregnancy clothes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cysts of 56 mm and 26 mm, gynecological service say I'm fine, that it's just polyps. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 09-mar- 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('my belly would swell as if I were seven months pregnant, I found out that products with nickel caused the swelling') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced ovarian cyst ("ovarian cysts of 56 mm and 26 mm"), adnexa uteri pain ("pain around the ovaries"), abdominal pain ("pain at the upper left area, pain when walking") and polyp ("gynecological service say I'm fine, that it's just polyps"). On an unknown date, the patient experienced allergy to metals ("products with nickel") and lactose intolerance ("lactose intolerance"), 2 months after insertion of essure. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), syncope ("I would collapse"), hypersomnia ("fall asleep while sitting") and dyspepsia ("digestive discomfort"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal distension, lactose intolerance, dyspepsia, adnexa uteri pain, abdominal pain and polyp had not resolved and the allergy to metals, syncope, hypersomnia and ovarian cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, allergy to metals, dyspepsia, hypersomnia, lactose intolerance, ovarian cyst, polyp and syncope with essure. The reporter considered abdominal distension to be related to essure. The reporter commented: report of (B)(6) 2020 to (B)(6): everything started two months after having the essure inserted. It started with digestive discomfort, her belly would swell as if she was seven months pregnant, she would collapse, fall asleep while sitting; she was diagnosed with lactose intolerance. Years later it was found that it was essure because she found out that products with nickel caused the swelling, so she was put on the waiting list to remove the essure and they extracted it on (B)(6) 2020. Since then she was on sick leave because she has pain around the ovaries and the upper left area. She underwent a computed tomography scan and it showed cysts of 56 mm and 26 mm and she doesn´t know if they are still there; according to the gynecology service, it's just polyps, but she was still swollen the whole day, even if she changes her diet, and has pain when walking, she cannot do daily activities like this, not even go shopping and so, after eight months, she continues wearing pregnancy clothes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cysts of 56 mm and 26 mm, gynecological service say I'm fine, that it's just polyps. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.